Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing was normal. The double bend height was measured within specifications. No problem was detected.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that after the left ventricular (lv) lead insertion, the lv lead dislodged repeatedly. The lead was not used and a new lead was implanted. Patient was in stable condition.